Event description:
Meter name: fasttake, strip name: fasttake, meter code: unknown strip code: unknown, strip storage: unknown, symptoms: low glucose, a patient reported they were seen in ER. Their meter allegedly had no power. The result on their meter was unable to test. The result on the ER meter was unknown. There was no comparison. Treatment was unknown. No further information has been reported.